Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.